Event description:
The doctor reports that the implant container arrived empty. It did not even have the labels. The procedure was completed without any negative impact on the patient's health.

Manufacturer narrative:
Zimvie complaint number (B)(4).